Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed based on the information recorded in the log files retrieved from the returned system controller, serial number: (B)(6). The event log file contained data recorded from (B)(6) 2024. The recorded information revealed a backup battery fault alarm associated with an ebb load test fail (error code f36). The alarm was captured through the entire log file. The periodic log file contained events captured from (B)(6) 2024. The recoded data revealed a backup battery fault alarm associated with an ebb load test fail (error code f36) captured on (B)(6) 2024. The returned heartmate 3 system controller was functionally tested, and the backup battery fault alarm was not able to be reproduced. The root cause of the backup battery fault alarm was determined to be the battery not passing the load test; however, the reason for the load test not passing could not be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. Review of the device history record for the system controller, serial number: (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use rev c, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported the patient had a backup battery (ebb) fault alarm on battery power and another one overnight. The event log files captured an ebb fault event on 17jun2024 after the system controller attempted a load test. The system controller was exchanged which resolved the alarms.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.